Event description:
The customer stated that she was treated by paramedics for hypoglycemia. The customer's blood glucose reading at the time of the phone call was 38 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The customer is not connected during the manual prime. The displacement test passed. The customer stated that there was nothing usual about her activities on the day of the event. When checking the insulin pump's history files, two boluses were found to have been delivered immediately prior to the event. The customer stated that she guesses to determine how much insulin she should bolus. The customer was advised to consult with her doctor about her bolusing method. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.